Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left internal carotid artery, middle cerebral artery m1 segment. During the procedure vasospasm occurred. Verapamil was administered and the outcome was reported to be resolved. The event was reported to be related to the procedure and unrelated to the retriever device.

Manufacturer narrative:
Additional information obtained from the physician that the subject retriever was deployed and a modified thrombolysis in cerebral infarction (tici) score of 2b was obtained. The physician indicated that an ev3 balloon guide catheter (bgc) was used and approximately 15 minutes later vasospasm occurred. The physician stated that the cause of the vasospasm was a carotid spasm from the balloon guide catheter. The manufacturer has reviewed all information and determined this event no longer meets the requirement of a complaint and/or reportable event for the device in question.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left internal carotid artery, middle cerebral artery m1 segment. During the procedure vasospasm occurred. Verapamil was administered and the outcome was reported to be resolved. The event was reported to be related to the procedure and unrelated to the retriever device.